Manufacturer narrative:
The lot number for the event is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive for inability to aspirate as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model 1829500 implantable port experienced a suction issue, device was unable to aspirate. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.